Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-2324bcc (no batch indicator present) was received for investigation. Visual inspection identified that the distal-most thread had chipped, and the screw had cracked between the third and fourth distal-most threads. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging during insertion.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-2324bcc swivelock, would not seat into the socket. This was discovered during use in a bicep tenodesis repair on (B)(6) 2021. The surgeon removed the ar-2324bcc, adjusted the implant and reinserted the anchor, the implant would not slide down the inserter. The case was completed by opening a new ar-2324bcc. During returned device evaluation, a reportable malfunction was discovered.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-2324bcc swivelock, would not seat into the socket. This was discovered during use in a bicep tenodesis repair on (B)(6) 2021. The surgeon removed the ar-2324bcc, adjusted the implant and reinserted the anchor, the implant would not slide down the inserter. The case was completed by opening a new ar-2324bcc. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-2324bcc (no batch indicator present) was received for investigation. Visual inspection identified that the distal-most thread had chipped, and the screw had cracked between the third and fourth distal-most threads. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging during insertion.